Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone: (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, scratched lens, and damaged battery compartment. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device¿s occlusion seal was cracked. The event occurred during preventive maintenance. There was no patient involvement and no patient harm.